Event description:
It was reported that during a prostate procedure, the screen of the generator displayed the message "expired fibre." "It has been used only until 116002 joules and presents a carbonised extremity." The fiber was exchanged, the second fiber was used but the generator displayed "expired fibre" at 0 joules. "The generator was turned off and on but the error message persisted." "The procedure was finished in traditional rtup. There is an increase of the intervention time." There was no further information reported. This report is for the second fiber used.